Event description:
Customer reported via phone, he was experiencing high blood glucose of 414 mg/dl. He treated with the device and a syringe. Customer located air bubbles in the tubing and reservoir. The size of the bubbles was approximately 3/8th of an inch. Customer was advised to purge the air bubble by performing fixed prime. Customer noticed the air bubbles while he was rewinding and moisture in the reservoir chamber. Customer reported ported there was a possible reservoir leak. No cracks were noted on the insulin pump and the o-ring inside of the reservoir compartment wasn't missing. Self-test was performed and the device passed. Customer was advised to change out reservoir, the infusion set, and monitor her blood glucose level. Customer isn't returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.